Event description:
The consumer alleges the chair pulled to the right, started to smoke, and turn right in circles. No injury alleged.

Manufacturer narrative:
Chair has been returned and incident confirmed. Root cause unknown. Manufacturer continues to evaluate.